Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 259 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.